Manufacturer narrative:
Anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. Based on the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the coil malfunctioned. However, neurological deficits are known and anticipated complications associated with aneurysm coil embolization procedures and are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient underwent successful coil embolization of the left posterior communicating artery aneurysm that resulted in complete occlusion of the aneurysm. No technical complications were reported, and immediately post procedure, the subject¿s condition was stable. Twenty five days post embolization, the patient was discharged in a worsened condition with severe ¿physical or mental disability (dependent)¿. No additional information was available.